Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records review and drawing review were performed as part of this investigation. The returned devices were examined and the drive tip of the screwdriver was found to be twisted. The 3.0mm hexagonal driver (314.132) is a component of the uss variable axis screw (vas) system for posterior fixation of the lumbar spine and is utilized for screw insertion. The returned device was examined and the complaint condition was able to be confirmed as the distal tip was found to be twisted. The driver dimensions and material characteristics were utilized to calculate a yield strength of approximately 4.2 nm. He failure mode of a twisted tip is likely the result of the application of torque in excess of 4.2nm leading to deformation; hard patient bone or inadequate pedicle preparation may have contributed to the complaint conditions. Relevant drawings for the returned device were reviewed. A dimensional analysis is not applicable due to observed post-manufacturing damage. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition was unable to be replicated due to post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 314.132, lot # l286746: manufacturing location: (B)(4), manufacturing date: 22.mar.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hex tip of the driver is stripped. This was discovered during a routine inspection of instruments sets at a facility. No patient involvement. This report is for one (1) 3.0mm hexagonal screwdriver with t-handle this is report 1 of 1 for complaint (B)(4).